Event description:
It was reported the patient experienced lead migration. Reportedly the patient was implanted with competitor leads, however, the lead dislocated and the physician suspected the dislocation may have been a result of a defective burr hole cover system. Consequently, the burr hole cover was removed.